Event description:
He initially developed sores in his mouth from the appliance. He was advised to discontinue cleaning product. Patient then only used water and a brush to clean it. He tried the device again, developed sores intraorally, and started having difficulty breathing. He had an anaphylactic reaction to the appliance and had to be seen in the emergency room.